Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: italy. During carotid endarterectomy surgery, the patient presented "laterocervical hematoma bleeding with compression of the respiratory tract due to the interruption of the suture thread at the half of the continue".

Manufacturer narrative:
Samples received: 7 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received seven closed samples to analyze this case. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.40 kgf in average and 0.34 kgf in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum) we have also tested the linear pull tensile strength of the samples received and the results are: 0.57 kgf in average and 0.53 kgf in minimum, and these results are correct and usual values for this thread and size. There are no european pharmacopoeia (ep) and united states pharmacopeia (usp) limits for this test. Additionally, we have tested the knot security of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders" final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.